Event description:
Procedure date was 7/22/98. Venous bleeding occurred on the right side but the tvt insertion was completed. During the post-op period, a lower abdominal swelling on the left side was noted and despite medication and blood replacement the blood pressure began to fall. Later that evening the user facility attempted to locate the source of the bleeding and embolise it using interventional radiology. The bleeding arose from a small arterial vessel from the branch of the left external lilac artery which was satisfactorily embolised. The extraperitoneal clots were then evacuated through a lower mid line abdominal incision. Pt was transferred to the "itu" and improved slowly and was then transferred to a cardiac ICU, and then returned to the original gynecologist ward later that day. Medication to control atrial fibrillation, aspirin, was stopped four days prior to surgery. Heparin was used during the surgery to cover the operation. The case went to the coroner's court where the verdict of misadventure was given. Shortly after re-admission the pt had a vasovagel attack and on 7/29/98 she had a cardiac arrest and deteriorated and died on "itu" on 7/31/98. This negative sequel is reported to be related to the pt's pre-existing cardiovascular condition.